Event description:
It was reported that the trocar broke during attempt to implant the first stent from a trabecular microbypass stent system. Per report, the surgeon removed the trocar remnant, including the loose stent from the operative eye intraoperatively. The report noted that poor intraoperative visualization coupled with surgical technique/experience with device possibly causing a lateral movement (trocar bias) were the contributing factors. Reportedly, the stents were not implanted and there was no report of patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly was activated twice, and one (1) stent was found outside the singulator and hanging off the trocar. The trigger button motion was functioning as intended and the device was able to actuate all remaining positions. The injector¿s splayed trocar was found broken off before the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. Damage was observed on the insertion tube v-slot, likely caused by contact with the first stent during the second deployment of the injector. The trocar was likely heavily bias outside of the v-slot during the event, causing the stent flange to collide with the insertion tube, fracturing the trocar. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Further inspection identified surface features of the trocar indicating a tensile failure. No other non-conformances related to the reported event were found. Based on these findings, the root cause of the reported trocar issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the first stent. MFR# reference: (B)(4).

Manufacturer narrative:
Based on the information received, the root cause of the reported event was to operational context (surgical technique and experience with the device). MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reiterated that there was no adverse impact or additional intervention required, and that user error contributed to the trocar break in the patient's right eye (od). The report noted the event resolved, and the patient remains on medication.